Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient was treated in the hospital sometime in (B)(6) 2024 due to inaccuracy. The patient experienced unconsciousness. The cgm was not documented; however, he was "was relying on the dexcom sensors." The parents called 911. The bg was 19 and 34 mg/dl. He was taken to the hospital and treated with glucagon and sugar IV. He was discharged after a couple of hours. The patient declined to provide additional details. There was no documentation of further medical evaluation or intervention. He was fine during the interaction. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.